Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels as high as 376 mg/dl. The patient's mother thinks the infusion device does not deliver insulin properly. The patient's doctor recommended that the basal rates be increased, but that did not solve the problem. When bolusing with the device does not lower the patient's blood glucose level, insulin injections do successfully bring the blood glucose level down. No adverse event was reported. The infusion device requested to be returned for product evaluation.